Event description:
It was reported that during implant the stylet did not advance in the pacing lead. The stylet was removed outside the body and was moistened and then was inserted. Half of the stylet was only able to be inserted. The pacing lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.